Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon dissector broke off the dissector stick and stayed inside of pt as it was being pulled out of pt to be discarded. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).